Event description:
It was reported that during a lap colon procedure, the device had the tip broken. Removed out of patient. Took new instrument. No further information is available. No patient consequence.